Event description:
It was reported that the pt's husband called because pt is deaf. He said that the pt saw her doctor on (B)(6) 2012. He stated that the pt has pain sleeping on her side. He also said her cobalt levels are high. He said that pt cannot have an MRI so her doctor ordered a cat scan instead, the scat scan is not yet done as of (B)(6) 2012.

Manufacturer narrative:
The pt is (B)(6). It was indicated that the device is not available for evaluation, as it is still implanted. Additional info has been requested and if received, will be provided in a supplemental report.